Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was used during a placement procedure performed on (B)(6) 2025. During the procedure when the balloon was being filled the catheter detached, and the balloon started leaking. The balloon was removed, and the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation.